Event description:
It was reported that t-wave oversensing (twos) was observed on the patients right ventricular (rv) lead. Follow-up with the clinic revealed the rv lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 5076-52, lead; implant: 2008-(B)(6). (B)(4).